Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a sinus infection, bronchitis, and an elevated blood glucose (bg) level of over 600 mg/dl. The customer believes the elevated bg level was caused by the infection. In an attempt to address bg level, the customer delivered correction bolus with the pump. The customer went to the hospital on (B)(6) 2016, and was treated with intravenous (IV) fluids to treat the infections. Additionally, while at the hospital, the customer continued to use the tandem insulin pump for continued insulin therapy. On (B)(6) 2017, the customer was released from the hospital, with a bg level of 250-260 (mg/dl) and no permanent damage to the customer. The customer reported continuing to experienced bg levels in the 200's (mg/dl) for the following 2 weeks, which was due to the infection. The customer reported the elevated bg issue has been resolved.